Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's wife reported that the infusion device failed to provide an error message when there was a problem with the piston rod which resulted in high blood glucose levels of 33 mmol/l. As the customer has problems with hearing, his wife called the healthcare professional, who provided the customer with insulin pens as an alternative therapy means. The customer was not admitted to the hospital but picked up the pen from a pharmacy with his wife. The customer's condition at the time of the report was good.